Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). This pca ii pump was not received by baxter for evaluation therefore the reported condition could not be confirmed or reproduced. No root cause could be determined. Since the device was not sent in for servicing no repairs were made to resolve the reported problem.

Event description:
The facility representative reported a pca ii pump with a condition of "possible overinfusion of morphine, the customer facility is not convinced the patient used every pca dose." This condition occurred during patient use. There was patient involvement but no patient injury or medical intervention. No additional information is available.